Manufacturer narrative:
The reported complaint was confirmed during the functional testing of the returned icy catheter. A leak was observed from the distal end of the distal balloon due to a tear in the balloon. The probable root cause of the tear could be due to a handling issue during catheter insertion. During functional testing, all infusion ports and lumen were flushed without resistance. Upon flushing the in/out lumen, a leak was observed from the distal end of the distal balloon, confirming the reported complaint. Further inspection of the catheter under a microscope showed a balloon tear at the distal end of the distal balloon. Pressurized functional testing could not be performed due to the tear and leak in the distal end of the distal balloon. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 200465.

Event description:
The icy catheter (lot # 200465) was smoothly placed into the patient's right femoral vein in a single attempt. The physician immediately observed blood tinge at the tubing near the orange luer. This happened before the catheter was connected to the thermogard system. The physician removed the catheter and placed a new icy catheter, and the treatment was initiated and completed. No consequences or impacts on the patient.